Event description:
It was reported that the customer experienced bubbles in the reservoir and the infusion set. The customer also stated that she had been experiencing high blood glucose levels. The customer's blood glucose was 495 mg/dl. Troubleshooting for the high blood glucose was done. The customer expressed thirst and urination as symptoms of the high blood glucose. The customer treated herself with a manual injection. The customer stated that the air bubbles were small. Advised customer to run a manual prime, and insulin did exit the tubing. Advised customer to change the entire infusion set, reservoir, and insulin and then treat per healthcare provider's instructions. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.